Manufacturer narrative:
Testing conducted by the customer biomed as well as subsequent on site testing by a spacelabs field service engineer (fse) confirms that the involved devices performed to specification. The fse testing was witnessed by a hospital representative. The patient's historical waveforms and trend information were collected and sent to spacelabs for analysis. Spacelabs will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 at 1:35:18 p.m. An episode of ventricular tachycardia (vtach) did not alarm at the bedside monitor. No one was injured as a result of this event.

Manufacturer narrative:
Analysis of the patient¿s historical data shows that a vrun alarm occurred at the time specified in the complaint report for the episode of ventricular tachycardia. The customer biomed also confirmed the presence of the alarm record and provided a copy of the associated alarm recording. There is no evidence of device malfunction. As the complaint episode had been appropriately classified and documented in the patient's historical data, and alarm indicators for the bedside monitor operated according to specifications when tested by a spacelabs field service engineer, we know of no reason that audible and visual alarm indicators would not have been present at the time of the complaint episode. This report is complete and this particular issue is considered closed.